Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2016. On 10/25/2016 it was reported that the patient was diagnosed with a tractional retinal detachment in the implanted eye on (B)(6) 2016. On (B)(6) 2016 the patient underwent vitrectomy with membrane peel. A perfluorocarbon (pfcl)-air exchange as well as laser treatment was performed. There was no defect or malfunction of the device associated with this event.